Event description:
The customer reported six (6) false positive results with determine hiv 1/2 ag/ab combo on (B)(6) 2023 using serum and edta plasma samples which were added to the tests using a pipette. This MFR. Report addresses test two (2) of six (6) tests, lot number 231618 quantity (3). Additional testing was performed the same day with a siemens centaur and hologic panther, both of which generated negative results. The patient was in labor at the time of the testing and delivered the baby without incident. The customer reported that the patient was treated with antiretroviral therapy. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. H3 other text : device discarded, single use.

Event description:
The customer reported six (6) false positive results with determine hiv 1/2 ag/ab combo on (B)(6) 2023 using serum and edta plasma samples which were added to the tests using a pipette. This MFR. Report addresses test two (2) of six (6) tests, lot number 231618 quantity (3). Additional testing was performed the same day with a siemens centaur and hologic panther, both of which generated negative results. The patient was in labor at the time of the testing and delivered the baby without incident. The customer reported that the patient was treated with antiretroviral therapy. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 231618 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648/ lot 231618 and device part number 10732998/ lot 230461. The lot met the required release specifications. A review of the complaints reported as false positive results (confirmed and unconfirmed, conflicting results) related to kit lot 231618 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is sample interference or cross contamination. H3 other text : device discarded, single use.